Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms. Customer's blood glucose level was in the 180 mg/dl range. During troubleshooting with tandem technical support, the customer reported that the pump was exposed to a temperature change prior to the occlusions occurring. Reportedly, the customer would clear the occlusion alarm or change the pump supplies to resume insulin therapy.